Event description:
It was reported that customer did not see padlock screen after inserting cartridge and starting load process, and pump instead displayed fill tubing screen with an incomplete fill tubing alert. Blood glucose level was reported as 103 mg/dl, and there was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to complete fill tubing step, successfully loaded cartridge, and resumed insulin, and no further action was required.